Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The interior rv (right ventricular) defibrillation cable was extrinsically cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that right ventricular (rv) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.